Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s wife approximately seven months post implant that the patient just started having a buzzing and a thump enough that wakes the patient up. It is not painful, but they are not really sure what is going on. They were told that after getting this implantable cardioverter defibrillator (ICD) the patient was supposed to feel a lot better. The patient does not feel great at all. The patient used to have a lot of energy and feel great. It has actually gotten worse since they had their defibrillator inserted. The patient heard a buzzing and kind of jolted them in the chest as if their defibrillator might have gone off. When the patient had a print out, it did show that the patient had some a-fib and svt. The ICD remains in use. No further patient complications have been reported as a result of this event.